Event description:
The patient reported a potential infection at the receiver site and antibiotics were prescribed. The patient was seen by their implanting clinician on (B)(6) 2024. The implanting clinician noted the incision looked okay and there was no need for additional antibiotics. The patient was advised to apply an antibiotic cream and to let the scab heal on its own. The patient was seen again on (B)(6) 2024 and it was noted the scab had fallen off and the sutures were not dissolving. The implanting clinician pulled out the stitch, cleaned the wound, and dressed it with steri-strips and skin glue. The patient was instructed to keep the area clean and dry and they will follow-up in two weeks.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, severe force applied to the implant, excessive twisting, bending, or stretching, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. However, the patient has poor surgical risks as they have thin skin following weight loss surgery. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has thin skin following weight loss surgery (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.